Event description:
Event description cpi received information that this bipolar lead was removed from service due to 'non capture and a suspected lead fracture'. The physician performed an invasive procedure but could not verify a fracture, the lead was replaced with a new lead of the same model.